Manufacturer narrative:
Inspected one opened/used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Also found insertion needle bent inside hub assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the sensor cannula was missing when the customer pulled the sensor. Customer reported loss of communication between insulin pump and transmitter. No harm requiring medical intervention was reported. The sensor will be returned for analysis.